Event description:
It was reported that the mobile power unit (mpu) did not work correctly and troubleshooting steps were completed as necessary. The mpu had not been plugged into an outlet controlled by a switch or ground fault interrupter (gfi) outlet. The mpu was getting power but showed a connect power alarm on the system controller screen. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of a connect power alarm was unable to be confirmed. The heartmate mobile power unit (mpu) (serial number (B)(6)) was inspected at the service depot and was in unremarkable condition. The unit was plugged into an alternating current (ac) power source, booted up as intended, and operated a mock loop for several days without issue. No connect power alarms were reproduced throughout testing. The mpu underwent a functional checkout and passed. The unit was returned to the customer site. Provided information stated that the mpu has not been plugged into an outlet controlled by switch or ground fault interrupter (gfi) outlet. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU, section 8- ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6- ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.